Event description:
A customer reported that their pump display was frozen on the home screen and could not be cleared with the button alarm. The customer did not provide their blood glucose level at the time of the incident. They attempted a pump reset with guidance from technical support, but the issue persisted, leading to the pump being replaced. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.